Event description:
A customer reported a low sensor reading with the adc device. The customer reported sensor reading of 'lo' (< 40 mg/dl) and was sweating and vomiting. The customer had contact with a healthcare provider where a healthcare meter result of 686 mg/dl was obtained. The customer was transferred to ICU for unspecified duration of stay, and treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.